Event description:
Same case as: 2134265-2013-09547, 2134265-2013-09548. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during procedure mdu had multiple issues reported as no ivus image, failed to perform pullback, unable to record, and multiple runs recorded at once. The physician performed manual pullback. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).